Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was suspending insulin delivery inappropriately. Customer's blood glucose ranged between 91-155 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not upload.